Event description:
The customer reported sodium (na), potassium (k) and chloride (ci) results stated tending low and unstable while using the unicel dxc 800 synchron system. In addition, excessive reference drift was seen for k only indicating suppressed results. The incident began since the start of the twice weekly flow cell maintenance. Note: a delay in reporting a k result could lead to a delay in treatment which could cause or contribute to serious permanent injury. No data was provided by customer. There were no reports of erroneous test results reported out of the laboratory. There was no death, injury or change to pt treatment attributed or associated to this complaint.

Manufacturer narrative:
The field service engineer (fse) was dispatched for service. The fse decontaminated the flow cell and completed a preventive maintenance. The root cause may be attributed to part replaced and adjustments made as the issue appears to have resolved. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.